Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement, loss capture and no sensing were observed when the patient presented for post-pocket revision check. The lead was explanted successfully. Patient was fine after the procedure.